Manufacturer narrative:
The device was not returned to edwards for evaluation as the patient has a history of (B)(6). Without return of the device or additional information the cause of the event remains indeterminable; however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 23mm aortic pericardial valve was explanted at implant in the mitral position and replaced with a 25mm mitral bioprosthetic valve. After implanting the aortic valve into the mitral position, "the leaflet...had a difficult time coapting during the leak test." The valve was exchanged with a 25mm mitral pericardial valve. This prompted the surgeon to exchange the device with a 25mm mitral pericardial valve prolonging the operative time. The patient subsequently developed a stunned heart and cardiac dysfunction. He was considered for ECMO support but care was withdrawn due to patient's condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.